Manufacturer narrative:
The alaris pcu was not returned for investigation, the customer provided the pcu event log. An initial review of the pcu event log identified that it contained entries dated between (B)(6) 2020. The review also identified the modules connected to the pcu during this time frame as pump module serial number (B)(6) , pump module serial number (B)(6) , pump module serial number (B)(6) , pump module serial number (B)(6) , pump module serial number (B)(6) and pump module serial number (B)(6) . However, without the pcu it is not possible to determine or confirm the drug selections made by the user as the details within the pcu event log are specific to the pcu dataset. This investigation has not confirmed the reported issues, however it is possible that the vtbi was continually being "adjusted" to compensate for the visible fluid remaining in the container, in which case the validity of the pump module volumetric accuracy is considered, however without the pcu and pump modules being returned it is not possible to replicate the key presses performed by the user, to determine the drug selections made or to comment on their condition and whether it may have caused or contributed to the reported issue. A definite root cause could not be identified. H3 other text : log review only.

Event description:
The reported feedback suggests that there was an underinfusion. A patient on an ehsap (etoposide, methylprednisolone, cytarabine, platinum agent) chemotherapy protocol initiated the day 3 ((B)(6) 2020) infusion of cisplatin 40mg/1000ml at 1445 to run over 23 hours, intended to be completed on (B)(6) 2020 at 1345; however it was completed at 1700, which caused a 3 hour 15 minute delay. The same device was used again for cisplatin 40mg/1000ml on (B)(6) 2020 at 1955 to be completed (B)(6) 2020 at 1855, but the infusion completed on (B)(6) 2020 at 0030, creating a 5 hours 35 min delay. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The reported feedback suggests that there was an underinfusion. A patient on an ehsap (etoposide, methylprednisolone, cytarabine, platinum agent) chemotherapy protocol initiated the day 3 ((B)(6) 2020) infusion of cisplatin 40mg/1000ml at 1445 to run over 23 hours, intended to be completed on (B)(6) 2020 at 1345; however it was completed at 1700, which caused a 3 hour 15 minute delay. The same device was used again for cisplatin 40mg/1000ml on (B)(6) 2020 at 1955 to be completed (B)(6) 2020 at 1855, but the infusion completed on (B)(6) 2020 at 0030, creating a 5 hours 35 min delay.

Manufacturer narrative:
This complaint was originally raised on 05-feb-2020. No devices were received for evaluation and only the alaris pcu event log was provided for review. The complaint was closed on 27-mar-2020; however the feedback was not confirmed. Please refer to manufacturer report number 2016493-2020-00227. (B)(4). Date of event (B)(6) 2020. Pcu 13624601 contains entries between (B)(6) 2020. History search - no records post receipt of devices by the customer. Database search identified previous reports for this issue including reports from this customer ((B)(4)). 2019-002645 = damage to pumping module bezel / pumping mechanism mounting pillars - known issue - failure of the pump module bezel as described in a medical device recall notification, issued apr-2019, which affected the alaris pump module 8100 to include all bezels manufactured between apr-2011 and jun-2017. Complaint re-opened. On 02-sep-2020 customer advocacy received the devices for evaluation. Pcu sn: (B)(6) & pump module sn: (B)(6) . Pcu sn: (B)(6) & pump module sn: (B)(6) . The removal of pcu sn: (B)(6) from the packaging identified that the base of device has been impacted and the battery pack was separated from the pcu. Further inspection identified that the pcu case battery locating / securing pillars were all broken / damaged with the broken fragments littered on the base of the packaging. Pcu sn: (B)(6) (sw: 9.33.1.2) and pump module sn: (B)(6) (sw: 9.33.0.50) were received for evaluation. An external visual inspection identified: pcu case battery pillars broken (see appendix 1). Pcu case upper right hand corner damaged / cracked (see appendix 2). Pcu 1 screw missing from wifi card housing (see appendix 3). Pump module left & right iui pins contaminated / tarnished (see appendix 4). A performance verification procedure (pvp) was completed for the pcu and pump module: pcu all results in specification. Pump module failed iui inspection. An internal inspection of the pcu and pump module did not identify any ingress, damage or deficiencies. The pcu and pump module were found to be within specification. A review of the original pcu event log provided by the customer identified the following: the original pcu event log contained entries between (B)(6) 2020 12:55:48 and (B)(6) 2020 23:59:31. Pump modules (B)(6) attached during these dates. A review of the pcu event log downloaded on receipt of the device identified the following: the new pcu event log contained entries between (B)(6) 2020. Pump modules (B)(6). The original pcu event log contained entries which encompassed the date of event stated on the feedback form of (B)(6) 2020, whereas the new pcu event log does not. A review of the original pcu event log identified 2 separate infusions utilizing this pump module which correspond to the dates and times provided in the feedback. The feedback has stated that the reported issue is related to pump module serial number (B)(6) , and a review of the pcu event log identified 2 infusions were started on (B)(6) 2020 ¿around the time of 14:45¿; infusion #1: (B)(6) 2020 14:49:09 pump module (B)(6) infusion started at 43.5ml/h with a vtbi of 1000.0ml, however due to multiple downstream occlusion alarms the pump module was powered off at 14:52:29. Infusion #2: (B)(6) 2020 14:52:45 pump module (B)(6) infusion started at 175.0ml/h with a vtbi of 400.0ml. A review of the pcu event log in relationship to infusion #2 identified the following sequence of events having occurred on (B)(6) 2020: this investigation has not confirmed or reproduced the reported issue and the testing undertaken has confirmed the functionality and accuracy of the pump module. Although infusion #2 occurred on the date / time specified in the feedback it did not meet any of the other details, in particular a duration time of 23:00 hh:mm which was not set, however multiple infusions were started and completed during this time. The event log review identified that following the vtbi completed alarms the infusions were restarted with much smaller vtbi¿s possibly indicating that a volume remained in the fluid container after the alarm requiring the user to set a new vtbi in order to infuse the full amount. The IV set in use was not returned for evaluation, therefore it is not possible to comment if it may have caused or contributed to the reported issue. Should the customer continue to experience this issue it is recommended that the pcu, pump module and the IV set in use at the time are returned for investigation. A review of the customer advocacy database has identified previous reports for this issue; however they are occurring at a low frequency. User changed vtbi prior to initial vtbi having been completed. A definite root cause could not be identified. The device history record was reviewed at the manufacturing facility, and it did not show any manufacturing issues during production build for the pcu and pump module. A review of the service database showed no prior issues or anomalies have been reported and indicated no prior service repair history for the pcu and pump module since their receipt by the customer during mar-2012 and dec-2006 respectively. It is possible that the unit malfunction and channel disconnection alarms are a result of the poor condition of the iui connectors.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that there was an underinfusion. A patient on an ehsap (etoposide, methylprednisolone, cytarabine, platinum agent) chemotherapy protocol initiated the day 3 ((B)(6) 2020) infusion of cisplatin 40mg/1000ml at 1445 to run over 23 hours, intended to be completed on (B)(6) 2020 at 1345; however it was completed at 1700, which caused a 3 hour 15 minute delay. The same device was used again for cisplatin 40mg/1000ml on (B)(6) 2020 at 1955 to be completed (B)(6) 2020 at 1855, but the infusion completed on (B)(6) 2020 at 0030, creating a 5 hours 35 min delay. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.